Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the patient received anti tachycardia pacing therapy (atp) for an svt whose onset was initiated by premature ventricular contractions. The atp accelerated the rhythm into the vt-2 zone at which point patient received high voltage therapy which successfully converted the rhythm back to an atrially driven tachycardia. The episode terminated when patient sinus rate provided return to sinus rates. Programming changes were recommended.